Event description:
It was reported that the bd alaris pump module infusion set was clogged. The following information was provided by the initial reporter: this product is used to administer lipid emulsions intravenously. When attempting to prime the tubing, lipids are not able to pass through the filter, which does not allow the tubing to be fully primed or used to administer lipids to the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module infusion set was clogged. The following information was provided by the initial reporter: this product is used to administer lipid emulsions intravenously. When attempting to prime the tubing, lipids are not able to pass through the filter, which does not allow the tubing to be fully primed or used to administer lipids to the patient.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that lipids are not able to pass through the filter. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 21085630 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.